Manufacturer narrative:
The instrument was returned to medtronic for analysis. Analysis revealed that the tip of the returned driver had been broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. The instrument has not been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the cannulated solera driver was damaged during the case. The issue extended the surgical time by 10 minutes. There was no impact on the patient outcome. Additional information was received clarifying that the instrument was damaged after it was verified, and the instrument was damaged while inside of the patient. The tip of the screwdriver sheared off inside the tulip head of the screw. The screw containing the fragment was removed and a new screw was implanted.